Event description:
It was reported that during a gastrectomy procedure, the device did not staple, but cut. Another device was used to complete the procedure. The surgery was prolonged 45 mins. The pt was admitted to the ICU post operatively for observation. The pt is fine and has been discharged home.

Manufacturer narrative:
Eval summary. The device was rec'd with no visual non-conformances. The breakaway washer was present and cut, and there were no staples present. A new breakaway washer was inserted; the device was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. Event described could not be confirmed as the device fired without any difficulties noted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.